Event description:
The account alleged the brake pedal pops back up if the bed is pushed. No patient impact.

Manufacturer narrative:
The technician replaced the bushings on the brake mechanism block assembly to resolve the issue.